Manufacturer narrative:
The reporter has declined to provide allergan further information regarding event, product, or patient details. The event of hypotony maculopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a clinical patient with a xen®45 gts experienced clinical hypotony (iop <6 mm hg, with visual acuity reduction (2 lines or more) related to macular changes consistent with hypotony maculopathy (macular folds), optic disc edema, and/or serious choroidal detachments because of low iop). Severity noted as mild. Event is noted as resolved without sequelae. Treatment is noted as discontinue use of all glaucoma drops.